Manufacturer narrative:
H6: ventec evaluated the device and confirmed that it performed to specification. Proper device operation was confirmed through functional and performance testing. Ventec performed a review of the device's manufacturing records which showed all requirements were met. Final test specifications were acceptable. No non-conformities or anomalies were found related to this complaint when reviewing the device history record. Trend analysis and risk analysis were considered acceptable. The cause of the alleged low inspiratory pressure could not be determined.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the ventilator's inspiratory pressure was low. There were no reports of patient involvement associated with the reported issue.